Event description:
Description of event according to complainant: "during the insertion of the filter, the insertion catheter was "kinked" by mistake about halfway along its length. Physician states neither the filter itself nor the hook were affected by this bend. The physician straightened the insertion catheter by hand and continued with the procedure. After the filter was in position the physician uncovered the filter, connecting the sheath to the hub, and the filter opened properly. He then pushed the red safety button, then the blue release button, but the filter would not release. He had to jiggle it several times and push the buttons over and over until the filter finally released. Patient then complained of pain, and an abdominal CT was performed. According to the initial reporter the patient complained of abdominal pain immediately following filter procedure. CT scan revealed on filter strut had penetrated through the vena cava wall and was impinging upon the duodenum. Filter was not immediately retrieved because patient had a hematoma at the insertion site. Twenty four hours later, patient no longer complained of pain. Physician has decided to leave the filter in place until the hematoma heals, and possibly replace it with another filter. The filter is to be retrieved in two weeks on (B)(6) 2015."

Manufacturer narrative:
(B)(4). Device will be returned to manufacturer upon explant. Investigation still in progress.